Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient experienced that the infusion set tubing had came apart event on (B)(6) 2026. The site location was the right abdomen. The pump was worn in the right pocket. The disconnection occurred at the tubing connector, and the infusion set had been in use for one day. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.